Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient was in sinus tachycardia and then there was a sudden change in the rate and morphology. A review of the episode in question noted the shock accelerated the arrhythmia. Redetection occurs and the second shock converts it. No adverse patient effects were reported.